Manufacturer narrative:
During investigation for an unrelated complaint, ventilator logs included technical error codes indicating communication error and disabled valves. There was no patient involvement. The field service engineer found that ventilator logs were not available and that information was missing from the user interface. After discussions with the manufacturer, the ethernet switch printed circuit board (pcb) and monitoring pcb was replaced which solved the problem. The ventilator was returned to customer and cleared for clinical use after passed functional and safety tests per factory specifications. Replaced parts were returned for further investigation. The evaluation of received device logs shows several technical errors indicating a communication problem. The code for disabled valves was generated once after ventilation start during some tests when the communication error was active. The technical errors appeared first on september 24, 2021. The date of event is updated accordingly. After that the ventilator was turned off for over two months. The returned pcbs were installed in the reference ventilator one at a time. The monitoring pcb worked as expected after the barometric pressure was adjusted. The returned ethernet switch pcb was unresponsive when installed. Technical error codes indicating communication error were generated at start-up and ventilation couldn't be started. Device logs could not be downloaded and system software couldn't be re-installed, indicating a hardware issue with the pcb. The conclusion is that the returned ethernet switch pcb was defective due to a hardware problem. The communication errors will be detected during start-up. The root cause could not be determined. The returned monitoring pcb worked as expected after the barometric pressure was adjusted.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
During investigation for an unrelated complaint, ventilator logs included a technical error code indicating disabled valves. There was no patient involvement. Manufacturer's ref #: (B)(4).